Event description:
It was reported that the pt underwent a plif using interbody devices and posterior fixation at l4/s1 for spondylolisthesis. It was found that the interbody devices at l5/s1 on the right side backed out approximately 10 days post op. A revision surgery to re-insert the cage was performed. The large sized fixation screw reportedly could not be implanted at this time due to abdomen aneurysm. Approximately two weeks post the secondary surgery, it was found that the interbody device at l5/s1 was backed out again and screw was loosened. The third surgery was performed approximately two weeks post the secondary surgery to remove the interbody devices and replace the screws.

Manufacturer narrative:
The product was not returned to MFR for eval. Immediate post-op x-ray shows axial and lateral review of plif interbody device is in good position. One week post-op shows cage on left has migrated posterolaterally into spinal canal. No statement can be made on screw position. We are unable to determine the cause of the event.